Event description:
A pump issued an altitude alarm, and the customer's blood glucose level was reported as high, with a specific value unknown. There was an adverse impact on the customer's blood glucose level. The customer did not require third-party assistance and regularly cleaned the speaker holes on the pump. Technical support advised the customer on proper pump maintenance, including cleaning the speaker holes and reconnecting the pump cartridge. After following these instructions, the customer was able to resume insulin delivery. The pump returned to normal operation, with a recommendation for follow-up if issues continue.